Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture, seroma-late, crease/folding of implant, lump/nodule was received on (B)(6) 2019 with lot number 2287722. Visual analysis of the returned device identified: deformation, fold creases. And was observed after autoclave cycle: cloudy gel and air voids between shell and gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: the crease/folding of implant condition that was indicated in the complaint was observed, nevertheless is not considered a workmanship, since the device was explanted. No issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side ¿capsular contracture baker grade ii-iii and seroma¿. Ultrasound and imaging showed ¿radial folds¿, ¿hypoechogenic nodules are identified in the axillary region¿, ¿breasts with echogenic parenchyma predominance of fibroglandular tissue¿, ¿presence of inflammatory axillary adenopathy¿, ¿some nodules with simple aspects¿ and ¿presence of liquid around implant¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is capsular contracture, baker grade iii and seroma. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side ¿capsular contracture baker grade ii-iii and seroma¿. Ultrasound and imaging showed ¿radial folds¿, ¿hypoechogenic nodules are identified in the axillary region¿, ¿breasts with echogenic parenchyma predominance of fibroglandular tissue¿, ¿presence of inflammatory axillary adenopathy¿, ¿some nodules with simple aspects¿ and ¿presence of liquid around implant¿. The device remains implanted.